Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos) of the ventricular lead. During follow-up a drop in r-wave was noted as well as a rise in t-wave amplitude. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The outer insulation was breached/cut and exhibited a cosmetic depression. The helix was distorted/bent, and the distal end of the electrode was damaged (pulled/stretched/overstress). The lead exhibited apparent explant damage. Performance data was also collected from the device and has been analyzed. No anomalies were found.

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos) of the ventricular lead. During follow-up a drop in r-wave was noted as well as a rise in t-wave amplitude. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.